Event description:
Consumer advise the left caster is hanging in the air when driving the chair. .

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.